Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (auto off) issue. This complaint is being reported; a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time may result in over or under delivery as compared to the user's expectations.there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the user settings showed the auto off feature was enabled and set to 12 hours. The black box showed a call service 150 auto off alarm exactly 12 hours after the last bolus. The rewind, load, and prime steps were performed successfully. The auto off was set to 1 hour and the pump alarmed with a call service 150 alarm after 1 hour. The auto off feature functioned properly. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.